Event description:
Caller reported difficulties with the quick bolus/wake button on their pump, needing multiple presses to activate the screen. There was no adverse impact to the blood glucose level of the customer. Technical support advised pressing the button firmly while supporting the pump and confirmed the pump turned on, though the difficulty persisted. As a result, the pump was set to be replaced, and the customer planned to use multiple daily injections as a backup therapy.